Event description:
Info received indicates the nurse call is not working.

Manufacturer narrative:
The tech found some of the pins were bent off and missing on the utv circuit board connector. He replaced the circuit board to repair the bed.